Manufacturer narrative:
Several attempts were made to get add'l info from this customer, but no response. A f/u report will be submitted if new info becomes available.

Event description:
Svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.